Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3889-28, lot# v501927, implanted: (B)(6) 2010, product type lead. (B)(4).

Event description:
It was reported that the patient experienced a shocking or jolting sensation. This occurred after the patient had surgery on his right foot on (B)(6) 2013. The patient had to keep his foot elevated and thus had been sitting in a recliner since surgery until the afternoon of (B)(6) 2013. This was when the patient started to experience severe pain and a stabbing in the right leg and back, like spasms. The pain occurred when the patient moved, walked or lied down. The patient did not turn off his device before the foot surgery. The patient was then assisted in turning off his device, but the pain and shocking persisted. Additional information was requested, but was not available as of the date of this report.